Event description:
The customer stated that he was hospitalized for high blood glucose levels. At the time of the hospitalization, his blood glucose level was 266 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.